Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s device had ¿ruined¿ their life. It was noted the device was coming out on (B)(6) 2014. It was reported the patient¿s left leg was dragging ¿all the way up.¿ it was noted the patient had jolts going up and down their spine to their legs.